Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the complaint lot. The tracking and trending report review determined that there are no adverse trends. A review of labeling concluded that the issue is sufficiently addressed. No non-conformances and/or deviations associated with the complaint lot have been identified. A retained reagent kit of lot number 95050li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lot is negatively impacted. No false non-reactive results were obtained. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 8d06-42, that has a similar us product distributed in the us, list 8d06-31and 8d06-41. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated discrepant architect syphilis tp results. A patient tested architect syphilis tp (B)(6) but rpr (B)(6) on (B)(6) 2019 and (B)(6) 2019. No impact to patient management was reported. No specific patient information provided.